Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. Customer was unsure if the drive support cap was recessed, flush or sticking out. The device was not exposed to a magnetic field. Customer stated he was unable to clear the alarm. Blood glucose value is unknown. He also mentioned that the infusion sets has been disconnecting at the quick release while he is sleeping. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed rewind, basic occlusion, occlusion, prime, excessive no delivery alarm and displacement tests. No motor error alarm and the motor passed motor test. No e70 alarm on alarm history screen. However, the insulin pump was received with minor scratched lcd window, cracked case near the display window corners, cracked reservoir tube lip. The drive support disk was inspected and no anomaly was noted.